Event description:
While trying to flush the catheter, it backsprayed and a leak was found at the luer hub. Another product was used for the procedure. This product was not used on the patient and will be returned for analysis.